Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6). A loan device was provided to the customer. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 gas blender system gave an alarm associated to a discrepancy between the set and the actual flow value and the flow decreased to zero for a short time during priming. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H10: the affected device was returned to the manufacturer site for investigation and repair. The reported issue could be confirmed. During pre-calibration phase a value deviation was detected on o2 channel. The fault was traced back to a defective o2 measuring bridge. The component will be replaced to solve the problem.